Manufacturer narrative:
A ge representative evaluated the system and instructed the customer to wait and allow the first image to save before loading other images onto the image directory. Unit is fully functional and operating as intended.

Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical patient and procedure and there is no mismatch of images between different patients. No patient injury was reported.